Event description:
Complainant alleged that the critical care unit clinicians were treating a pt (age and gender unknown). The electrodes had been placed on the pt, and were left on for approximately eight hours. The pt was placed, but there was no heart rhythm capture. (It is unclear as to whether the pt was placed for a full eight hours or if the pt was paced intermittently for eight hours.) At some point the pt coded and presented a ventricular tachycardia heart rhythm. The physician then defibrillated the pt at 300 joules. The pt rhythm changed to an "upside down 'r' wave with a couple of pvc's". The pt then presented a ventricular tachycardia rhythm again. The physician then administered a 360 joule shock and the pt exhibited an asystole rhythm. The complainant indicated that the strips now indicated that chest compressions may have then been applied to the pt. Another 360 joule shock was administered to the pt, but the pt continued to present an asystole rhythm. The complainant reported that the physician did not believe that the pt had rec'd the full energy strengths of the three administered shocks, but from the pt's reaction, only about 20 joules were rec'd by the pt. The clinician then obtained another device and defibrillated the pt, using the same electrodes. The complainant indicated that the ptnow appeared to be receiving the full energy strength of the selected energy levels. The pt subsequently expired. Numerous attempts to obtain add'l and clarifying event and pt info from the facility were unsuccessful. In addition, attempts to obtain copies of the device recorder strips were unsuccessful. The facility's biomedical engineering dept indicated that the zoll pd1200 used in the event was evaluated subsequent to the event, and the device passed all testing.